Event description:
A report was received from a distributor that two physicians from the ministry of health reported to him a case of a young female who was being treated for microbial keratitis. The pt was using renu with moistureloc multi-purpose solution for disinfecting her contact lenses. The exact cause of keratitic was unk although it was suspected to be either aspergillus or fusarium. The pt was being treated with IV antimycotic drugs.